Event description:
The external pulse generator was returned to the manufacturer due to the advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). It was also observed that the battery drawer, the upper and lower cases, and both bail covers were broken. The battery release, ring cover, heart block, lead flex cover, battery drawer o-ring, and heart lead flex were contaminated, and the ring was bent.